Manufacturer narrative:
Allergan has initiated a CAPA investigation into this late report. Information contained in this report was previously submitted through asr on 24/jan/2011. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis found white particles on the inner surface of the device and brown particles on the device outer surface and fill channel of the diaphragm valve. Microanalysis found brown particles on the diaphragm valve and delamination at the diaphram flange disk. A leak test revealed no leakage at the diaphragm valve. A fill test found no blockage of the diaphragm valve. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks. The fill volume range is specified on the product package labeling and data sheet. Following recommended fill volumes can decrease the possibility of shell wrinkling and crease fold failure. Do not underfill or overfill the breast implant beyond the range specified.

Event description:
Health professional reported a left side deflation and particles in valve. Documentation received from a patient representative states upon implant surgery, the devices were filled to 500 ccs, which is more than their recommended fill capacity. Documentation also alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future.¿ device has been explanted. See MFR # 9617229-2017-02946 for the right side.